Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch basic meter read inaccurately low. The pt indicated that the alleged issue started on an unspecified date/time "right before christmas." The pt claimed that the meter read inaccurately low compared to a doctor's/clinic's meter. No specific meter readings were provided. However, the customer service representative (csr) noted that the calculated difference of the readings was less than 30% . The csr noted that the doctor's/clinic's meter read 10-20% higher. Three weeks after the alleged issue began, the pt claimed that she developed symptoms of blurred vision. Within a 2 week period during the time of concern, the pt administered self-care by consuming more food/drinks. Also, on an unspecified date/time two weeks prior to contacting lfs on (B) (6) 2010, the pt claimed that she received glipizide as treatment from an unidentified health care professional (hcp). It would have been helpful to know the following info. The pt's testing frequency, her medication and diabetes management regimens, what meter readings the pt obtained before and after the symptoms developed, what actions the pt took before and after the symptoms started, and if she attributed the symptoms to high and/or low blood glucose. In addition, it would have been helpful to know what specific meter reading was obtained on the doctor's/clinic's meter and what her normal/expected blood glucose readings are. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.